Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported that the bed was stuck in an elevated position due to a faulty junction box. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed was stuck in an elevated position due to a faulty junction box. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.